Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient was in a nursing home rehab/physch facility after having seizures and being in the hospital. It was noted the event date, troubleshooting/diagnostics, and event outcome were unknown.